Event description:
It was reported that the health care professional (hcp) requested assistance programming magnetic resonance imaging (MRI) protection mode for the pacemaker with this right ventricular (rv) lead. Technical services (ts) noted this would not be a conditional scan as the rv lead impedance was high out of range measuring greater than 3000 ohms. The hcp will follow up with cardiology to confirm non MRI conditional scan. This rv lead remains in service. No adverse patient effects were reported.